Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 96255533, 96255529 and 96255531 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the staff was attempting to use the blower mister with IV sets but the co2 wouldn't work. It was connected properly but they couldn't get co2 to come out, only saline. They disconnected the co2 to make sure it was flowing and it was. The tubing actually blew off the co2 canister due to a blockage. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
December 07, 2015 01:36 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the staff was attempting to use the blower mister with IV sets but the co2 wouldn't work. It was connected properly but they couldn't get co2 to come out, only saline. They disconnected the co2 to make sure it was flowing and it was. The tubing actually blew off the co2 canister due to a blockage. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.